Manufacturer narrative:
Package insert states "possible adverse effects" include:"nonunion or delayed union, which may lead to breakage of implant.""bending or fracture of the implant.""loosening or migration of the implant."

Event description:
It was reported that implant was revised due to breakage less than 12 months after insertion.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare's (fph) customer care specialist in our (B)(4) office that the harness connector of an iw910jeu baby controlled mobile infant warmer was discoloured. This was observed after using on a pt. No pt consequence was reported.